Event description:
The customer contacted beckman coulter, inc. (Bci) regarding erroneously high sodium (na), chloride (cl) and carbon dioxide (co2) generated by the synchron lx20 pro clinical system. The erroneous results were reported outside of the lab. A physician questioned the results. Upon repeat lower results were obtained. Amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The system is calibrated every 24 hours and qc samples are run every 4 hours. Prior to each event qc results were within the lab's established ranges. A field service engineer (fse) found the quad ring missing from the co2 reference electrode and two quad rings present with the calcium electrode. The fse corrected the problem. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.